Event description:
It was reported that, "doctor was trialing the cr 9 size 4, he has having a hard time getting it in. He grabbed the mallet and it cracked. Cracked in two pieces."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.